Event description:
Discordant, falsely low triglyceride results were obtained on an advia 1800 instrument. The discordant results were reported to physician(s). The samples were rerun, and the corrected results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low triglyceride results.

Manufacturer narrative:
The customer discovered that patient results for triglycerides were low. The quality controls (qc) had been within range before patient samples were run, but were out of range low while patient samples were being processed. Using a new reagent lot, the customer calibrated the instrument and ran qc, which was in. The samples were then rerun to obtain the corrected results. The customer called the siemens technical solutions center about the discordant triglyceride results after resolving the problem. The system is performing within specifications. No further evaluation of the device is required.